Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which had been implanted 4 months, was unable to be interrogated using multiple wands and different outlets. Magnet application was successful.